Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and a software investigation was completed. On-site, it was found that the root cause of the reported issue was a corrupt configuration file. The file was reloaded with a generic copy, and the networking information could then be entered. The software investigation determined that the reported behavior is a known software anomaly. This anomaly is tracked through a software anomaly tracking database, and references to this instance have been added. A full imaging system check-out was completed following troubleshooting and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that after installing image acquisition system (ias) software, the imaging system would not allow the entry of networking information. This occurred apart from any patient involvement. No additional details were provided.